Event description:
Attorney advised: pt implanted on an unk date broke in pt's foot. Plate had been implanted one year prior to the plate breaking. Pt reported pain and inability to put any weight on that foot. Pt was in a cast approx three months, not able to walk. It is not known if or when the plate was explanted.

Manufacturer narrative:
Implant date unk. Not known if device was explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.